Event description:
It was reported by the customer that the catheter is leaking from the wings when flushing. Discovered when they change the dressing of the catheter. The catheter was pulled out when they discovered the hole. Patient missed one antibiotic dose. No patient harm. 6-apr-2023 update: samples contamination: "PICC-linen hasn't been in contact with chemo, only antibiotic."- cloxacillin no other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter with a needleless injection cap. Use residue was observed on the catheter. The catheter shaft was terminated at the 41cm depth marking. An attempt to flush the catheter with water using a 12ml syringe revealed a leak between the molded joint and the catheter shaft. Microscopic inspection of the leak site confirmed a split. The surface of the split was granular and uneven. The features of the split were consistent with material fatigue due to catheter manipulation such as cyclic kinking. The location of the damage suggested that maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that the catheter is leaking from the wings when flushing. Discovered when they change the dressing of the catheter. The catheter was pulled out when they discovered the hole. Patient missed one antibiotic dose. No patient harm. 6-apr-2023 update: samples contamination: "PICC-linen hasn't been in contact with chemo, only antibiotic."- cloxacillin no other information was provided.